Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician could not detach the concerto coil. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher 7-8 times. The physician did not try to detach the coil with another instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU).

Manufacturer narrative:
H3: product analysis of nv-5-15-helix, lotno:224516641 found the concerto pusher actuator interface (ai) intact. The pusher was bent at the hypotube break indicator (hbi). The concerto coil was returned within its introducer sheath. The implant coil was damaged (kinked) within the introducer sheath. The release wire coin was found still against the lumen stop. The implant coil was still attached to the pusher. The pusher was broken at the hbi, and the release wire pulled, detaching the implant coil. The concerto coil could not be pushed out from within its introducer sheath as resistance was encountered; therefore, it was pulled out proximally. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed as the implant coil was found still attached to the pusher. However, the cause of the non-detachment could not be determined. No issues were encountered detaching the implant coil using the manual method (via hypotube). The instant detacher (ID) used in the event was not returned; therefore, any contributing factors could not be assessed. Regarding the damage found with the implant coil (kinked), damage can occur if advanced against resistance. However, the cause of the implant coil damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.